Event description:
It was reported that a patient underwent an unknown procedure for endometriosis on (B)(6) 2021 and the absorbable adhesion barrier was used. It was reported that the patient had three surgeries in thirteen months for stage 3 endometriosis, one of them with the barrier being placed in the pelvis. It was reported that the device was placed to prevent the patient's colon from adhering to the pelvis. It was also reported that the patient is possibly experiencing a post-op reaction to the device, the pelvis hurts tremendously, and there were hives weeks after the surgery. It was also reported that the patient had CT which returned ok and the endometriosis has been downgraded to a stage 2. It was also reported that the patient is always in pain. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. I don¿t want my doctors in trouble for using two pieces of interceed. If further details are received at a later date a supplemental medwatch will be sent. Adverse events reported via mw # 2210968-2022-03077.